Event description:
The new 3-way stopcocks being used by the or become too easily disconnected. This is not an isolated occurrence. This pt coded post operatively (not caused by a disconnect) but at several points during the code IV lines delivering pressors and inotropes became repeatedly disconnected and required reconnecting. Stopcocks function as if cheaply made. They do not secure tightly and have been found both disconnected and leaking medications.